Event description:
Hospital reported during the middle or towards the end of a procedure, an extravasation occurred into the patient's left hand. The patient developed compartment syndrome and required surgery.

Manufacturer narrative:
Medrad service representative checked injector with no problems found with the unit. Medrad applications representative has provided additional applications training.